Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose.  The customer¿s blood glucose level was 500 mg/dl at the time of the incident.  The customer reported nausea, and headache, troubleshooting was performed and the customer indicated that the infusion set was removed.  There is no information on whether the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. There is no information on whether the insulin pump was in auto mode at the time of the incident. No further patient complications were reported. The customer will continue to use the device. The product will not be returned for failure analysis.